Manufacturer narrative:
Conclusion: one piece of the drain which has cut hole inside its black dot was received for evaluation. The drain could have been damaged during use. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date and a drain was implanted. A hole was found in the drain and there was dysfunction of suction. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.